Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of having low blood glucose and emergency services had to be called. The customer indicated that this was a past event that occurred 1 year ago and wanted to report the incident only. No further details given.